Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4) case subject: npi 8100 keys inactive account name: university medical center el paso r e thomason general hospital account #: 1802700 asset name: asset location: patient or user involvement: no patient or user harm: no case description: customer called experiencing keys being inactive on their 8100 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer was requesting display board part number. However the customer had not tried replacing the door\keypad first. Recommended replacing keypad. If error does not clear, next would be display board. Recommended sending in for warranty repair. After providing part numbers, I transferred customer to order management to place order. Ended call. Ref:_00d30y0yr._5000l1ojc5i:ref